Event description:
It was reported that the procedure was canceled. A 1.50 mm rotapro was selected for use. During the procedure, the device stalled once the advancer was activated at the treatment site. The physician was able to dynaglide the burr, the burr continued to have a stall error after a few attempts to activate the burr. The procedure was rescheduled due to this. No patient complications were reported.